Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm after multiple pump error alarm. Customer reports they were able to clear the alarm. Customer not able to complete rewind. Customer reports the drive support cap appears normal. Insulin pump had not been exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected a39 alarm anomalies noted. No unexpected a35 alarm anomalies noted. (B)(4).